Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06233. It was reported a perforation and pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A 30mm watchman ® laa closure device and delivery system was advanced beyond the watchman ® access system and a perforation was noticed immediately which caused a pericardial effusion. The access system was deep, but not unusually deep. The closure device was deployed, but subsequently recaptured due to the pericardial effusion and inability to confirm release criteria. The patient never experienced cardiac tamponade, but the pericardial effusion was tapped with pericardialcentesis and approximately 500ml of blood was removed. The procedure was not completed and the patient is fine.